Event description:
This rv lead was implanted on (B)(6) 2017 and still remains implanted at this time. In a product experience report received on 07/05/2018 it was noted on that the lead exhibited abnormal impedance measurement >2000 ohms. The physician was dr. (B)(6) at (B)(6) in spain. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).